Event description:
Vascular closure for peripheral interventional procedure. After performing a laser pta of the left sfa accessed through the right groin, the patient was taken to the recovery room where she began experiencing pain 20-30 minutes after the procedure. Her bp was high throughout the case and was treated with hydralazine. The access was done under ultrasound due to a stent at the entry site and was above the inguinal ligament. The physician chose to utilize a vascade 5f device. The device worked as intended. In the recovery area, the patient experienced growing back and abdominal pain. Since this is an out-patient center, the patient was transported by ambulance to the hospital where the CT discovered a large retroperitoneal hematoma which required surgical intervention. Following intervention, patient was placed in ICU for recovery and was reported to be stable.

Manufacturer narrative:
Based on the reported sequence of events this event appears to be consistent with a user error related to the appropriate conditions for use of the vascade device. Per the IFU, users are instructed not to use a vascade device if the arteriotomy site is noted to be "high", above the inguinal ligament (cephalad to lower half of the femoral head or the inferior epigastric artery origin from the external iliac artery). This may increase the risk of bleeding. High blood pressure may also have contributed to the event. Per the vascade vcs IFU, safety and effectiveness has not been evaluated in patients with uncontrolled hypertension. Conclusion: there is no reported device malfunction. The patient complication was resolved surgically with no further intervention or reported harm to patient.